Event description:
Customer called to report a bowl leak that occurred in the centrifuge chamber during a treatment procedure. Name and function of complainant: same as reporter. Bowl leak alarm occurred during collect 1st cycle. Splashes of blood were visible in centrifuge chamber, foaming was visible at the top of the bowl. Customer cleaned the centrifuge chamber, drain bag was empty. Customer aborted treatment, no fluids returned to patient. Customer installed a new kit same lot number and restarted treating the same patient; no issues. Patient well at all times. Customer will not return product for investigation.

Manufacturer narrative:
Batch record review of lot a906 was conducted. There were no non conformance's related to this event type. Lot met release requirements. Complaint lot review conducted for lot a906 and no additional complaints for centrifuge bowl leak were reported to date for this lot. No trends detected. The assessment is based on information available at the time of the investigation. No product return was received by the customer for investigation. The root cause for this complaint cannot be determine based solely on the information provided by customer. (B)(4).